Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was observed during initial testing. However, the device was put through extensive testing including continuity testing and final testing without duplicating the report. An internal inspection found no discrepancies. Review of the device data logs did observe the error and the error was cleared and did not reoccur. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG fault -501" error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.